Event description:
The lens haptic was broken off after insertion with the mport. Because the patient was experiencing iris problems the surgeon opted to leave the lens in the eye and perform a lens replacement the next day. While removing the lens from the eye the other haptic broke off. Both haptics were retrieved without incident. The patient experienced no injury or impairment during the lens replacement. No vitrectomy was performed.